Event description:
The nurse of a male patient contacted lifecor customer support to report that the "battery pack fault" led is illuminated on the charger. Support sent the patient a replacement battery pack. In 2007, the territory manager contacted customer support to report that the replacement battery also causes the charger "battery pack fault" led to illuminate. Support replaced both the old and new battery packs and the battery charger.

Manufacturer narrative:
Device manufacture dates: battery pack 2007, battery 2004, battery pack 2006, battery charger 2006. Device evaluations of battery pack, battery pack , battery pack, and battery charger have been completed. The reported problem was confirmed. The cause of the battery charger "battery pack fault" led was a defective u13 8-bit microcontroller within the charger. The root cause of the defective u13 cannot be positively identified but was likely due to a contaminate which seeped into the connector and shorted this component. The faulty charger was repaired. It was then retested and restocked. Battery packs were all tested and found to function normally. They were all restocked. No adverse event resulted from the damaged charger. The patient received two replacement battery packs and a replacement battery charger.